Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The filter remains implanted; therefore, not available for eval. The event investigation is currently underway.

Event description:
It was reported that during a routine f/u, it was identified that the filter was tilted approximately 60 degrees. The physician decided to retrieve the filter. Reportedly, two retrieval attempts were performed, both were unsuccessful. The filter hook appeared to be embedded in the right lateral wall of the vena cava. The physician used biopsy forceps, a snare, and a recovery cone during the failed retrieval attempts. There was no report of injury to the asymptomatic pt.